Event description:
A malfunction was reported where a motor movement error was detected, displaying malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, and advised the customer to continue using the pump, instructing them to call back if the malfunction recurred.